Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged and the display was blank. The customer¿s blood glucose level was 167mg/dl at the time of the incident. It was reported that the screen was blank but her blood glucose were stable. Patient had tried to change the battery but issues hadn't been solved. Customer states the pump is vibrating without an alarm or alert. Customer states the pump display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics and motor assembly noted. Unable to perform any tests due to blank display. Device received with corroded battery tube noted.